Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gallbladder surgery, a fire occurred at the base of the cord (close to the machine). The site was able to put the fire out without injury to patient or operating room staff. Used another device to complete the procedure.